Event description:
Customer reports taking humulin r based on result of hi (greater then 600 mg/dl) obtained on the aviva system. Customer states she passed out and hit her head 5 minutes later; paramedics were called, and customer tested 23 mg/dl on professional device 15 minutes later. Customer was admitted to the hospital for 2 days and treated with a "sugar water" IV. Customer's condition improved. Requested return of suspect device and replacement was sent.